Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6) the actual sample was returned for evaluation. A movie was provided by the use facility and was reviewed and confirmed dripping of fluid at the bottom of the gas port side of the actual oxygenator. Visual inspection of the actual sample revealed no break or other visible anomaly that could lead to the leakage. No anomaly was noted in the purge line or in the connection of the purge line and the reservoir, both of which were located above the dripping area. The blood channel of the actual sample was filled with colored normal saline, the blood outlet side was occluded, and then the blood channel was pressurized at 2kgf/cm2 from the blood inlet side. As a result, no leak was observed. The water channel of the actual sample was filled with colored water, the water outlet side was occluded, and then the water channel was pressurized at 3 kgf/cm2 from the water inlet side. As a result, no leak was observed. The actual reservoir was built into a circuit with tube and colored normal saline was circulated at 7l/min, which was the maximum flow rate for rx25. As a result, no leak was observed. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that a connection located other than the actual oxygenator sample became loose causing a leak, and the leaked fluid might have flowed along the surface of the actual sample and dripped. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. During priming, the perfusionist found priming solution leaks from the oxygenator. The patient was not harmed. The procedure outcome was not reported.